Event description:
Independent repair center: odor. Per independent repair center statement, sieve beds smell like dust. The key failure was that the sieve beds smell like dust. Other issues were that the power switch had no alarms.